Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the device has a kink at the distal section approximately at 1.2 cm from the distal tip while in the neutral position. Microscopic inspection revealed that ring 1 seals are compromised and there is dried body fluid on the edge of the electrode and the adhesive was found lifted. Dimensional inspection revealed that both curves have an irregular shape due to the kink at the distal section. X-ray inspection revealed a bent center support under the same location of the kink at the distal section. Distal end was dissected and bent center support was confirmed. A steering wire partially detached from the center support due to broken solder joint was also observed. The kevlar wrap was found retracted. The kevlar wrap was exposed in order to measure it and was found out of specification. Dried body fluid was found within the distal end confirming the use of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on device analysis completed on 25-june-2018. Same case as: 2134265-2018-06272, 2134265-2018-06282. It was reported that the steering control of the catheter tip broke. A 7-110-2.5-8-8 std blazer prime¿ xp ablation catheter was selected for an atrial flutter ablation procedure. However, during the procedure, the steering control of the tip broke. The procedure was completed with the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a body fluid ingress within the distal end and a lifted ring electrode.